Manufacturer narrative:
The account replaced the head down valve and the issue remains. No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the head was drifting down slowly. No injury reported.